Manufacturer narrative:
Conclusion: according to the limited available information, the recipient experienced a surgical site infection and wound dehiscence in the early post-operative period. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. In addition, damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. This is a final report.

Event description:
The recipient has been treated since previous re-implantation for wound dehiscence with hematoma, underwent local tissue rearrangement and is being treated for pseudomonas aeruginosa infection. Due to continued infection and wound dehiscence, the surgeon opted to remove the device under local anesthesia. The device has been explanted on (B)(6) 2023. The surgeon will follow up for wound management and on completion of the course of antibiotics for the infection.

Event description:
The recipient has been treated since previous re-implantation for wound dehiscence with hematoma, underwent local tissue rearrangement and is being treated for pseudomonas aeruginosa infection. Due to continued infection and wound dehiscence, the surgeon opted to remove the device under local anaesthesia. The device has been explanted and the surgeon will follow up in 2 weeks for wound management and to complete the course of antibiotics for the infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.